Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision procedure with mentor memorygel breast implant 595cc gel breast prostheses that bilaterally ruptured after implantation. The patient noticed that both of her breasts were getting smaller. An ultrasound showed a leak in the right breast prosthesis. Additionally, it was reported that the patient¿s doctor squeezed her breasts so hard that it caused pain. As a result, the patient is scheduled to undergo bilateral explantation in (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 05-oct-2021, mentor received additional information about the event. It was reported that the patient¿s breast prostheses did not rupture. Block b1 ¿is product problem¿ no longer applies to this event, nor does h6 medical device problem code a0412 ¿material rupture¿. H6 health effect clinical code e2308 ¿deformity/ disfigurement¿ was added because the patient reported that her breasts were getting smaller. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-oct-2021, the mentor failure analysis lab received the device for evaluation. Additionally, an updated explantation date of (B)(6) 2021 was reported. On 02-nov-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant after the doctor squeezed them so hard. However, per additional information later received, the implant was found to be intact. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).